Event description:
Patient reported obtaining a blood glucose result of 400 mg/dl, on the suspect device. Patient stated that blood glucose was immediately retested, on a physician's device, with a result of 100 mg/dl. No treatment was received. Patient also reported obtaining back-to-back blood glucose results of "lo" (< 10mg/dl) and 200 mg/dl, on the suspect device. Patient did not modify therapy based on these values. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.